Event description:
It was reported that the patient had inadequate pain relief despite reprogramming. During the revision procedure, the physician was unable to add a lead up due to scar tissue. The physician opted to abort the procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.